Event description:
On aug 12 2014, the following information was reported to kci by the (B)(4) representative: a foreign material alleged to be v.a.c. Dressing was left in the patient's wound. As per (B)(4) report, dated (B)(6) 2013, received by kci on aug 18 2014: the patient claimed the physician informed her a sponge had been left by the home health nurse which caused complications of the wound and led to her hospitalization. No additional information is available.

Manufacturer narrative:
Based on information provided, it cannot be determined when the foreign body alleged to be v.a.c. Dressing was inadvertently left in the wound. It cannot be determined how the foreign body was removed. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. Multiple unsuccessful attempts have been made to obtain additional information. This report is being filled due to possible user error.